Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will not be able to perform a device evaluation since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : discarded.

Event description:
Bilateral breast implant illness, left side; symptoms: weight gain and hashimoto¿s thyroiditis.